Manufacturer narrative:
Manufacturing date: november 23, 2016 ¿ november 29, 2016. The device was returned containing approximately 90 ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with no issues noted. The cap on the device was removed and evidence of continuous flow was observed. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It is reported that a small volume folfusor did not infuse at all. The folfusor was filled with 39ml of 5fu and diluted with 92ml of nacl and 2ml of nacl for priming. The expected infusion time was 46 hours. There was no patient injury or medical intervention associated with this event. No additional information is available